Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: migration.

Event description:
Healthcare professional reported ¿device migration/implant malposition and change shape/size/style¿. This record is from the right. Device was explanted and replaced.